Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A customer reported leaky valve entry systems during multiple days. The procedures were completed without consequences to the patient. Additional information and product samples have been requested.

Manufacturer narrative:
Additional information: (B)(4) sets of unopened hub/cannula assemblies were received for the report of valved trocars were leaking, for a total of (B)(4) samples. The returned samples were visually inspected and (B)(4) samples were found to be conforming. (B)(4) samples were found to be nonconforming; (B)(4) had ports that were not aligned, (B)(4) had fishmouths, and (B)(4) had domed holes. The finished lot number was manufactured with (B)(4) valve entry component lots. A device history record review for each of the components lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the (B)(4) complaint received for leaking against the components of the reported lot. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection process. The post assembly inspection has been discontinued and effectiveness check has been established and will be monitored at regular intervals for any significant adverse trends. (B)(4).